Event description:
Device malfunction: detached distal guide. Symptoms/ae: vessel occlusion. Time of device malfunction and symptoms/ae: during and after vessel closure. It was reported that a physician trained in the use of the perclose a-t device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the artery. The device was twisted several times distal guide detachment and vessel occlusion. The detached distal guide was surgically removed and the artery was surgically repaired. The pt was discharged to home the next day as planned. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The perclose a-t instructions for use (IFU) (precautions) states "excessive force used to advance or torque the perclose a-t smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair."